Manufacturer narrative:
Analysis of the device and leads are in process; the results will be forwarded when available. (B)(4): the full lead was returned and analyzed and the primary finding was that no anomalies were found. It was noted that the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic cut, the inner tubing was kinked/buckled, there was blood/body fluid in the outer tubing overlay and all the insulators were breached cut. In addition the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had cosmetic depression, there was blood in/on the helix mechanism and sleeve, and apparent explant damage was observed. (B)(4): the full lead was returned and analyzed and the primary finding was that no anomalies were found. It was noted that all the conductors were distorted and the distal conductor was cut. The proximal conductor had blood/body fluid not obstructing, the outer insulation had a cosmetic cut, all the insulators had a breach cut, the outer insulation had cosmetic depression, and there was blood in /on the helix mechanism and the sleeve head. In addition there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and found to have normal battery depletion. The device met 80% of its expected longevity. (B)(4): the full lead was returned and analyzed and the primary finding was that no anomalies were found. It was noted that the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic cut, the inner tubing was kinked/buckled, there was blood/body fluid in the outer tubing overlay and all the insulators were breached cut. In addition the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had cosmetic depression, there was blood in/on the helix mechanism and sleeve, and apparent explant damage was observed. (B)(4): the full lead was returned and analyzed and the primary finding was that no anomalies were found. It was noted that all the conductors were distorted and the distal conductor was cut. The proximal conductor had blood/body fluid not obstructing, the outer insulation had a cosmetic cut, all the insulators had a breach cut, the outer insulation had cosmetic depression, and there was blood in /on the helix mechanism and the sleeve head. In addition there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from a medical examiner's office for disposal. Information identified in the manufacture's data base indicated the patient died approximately six months post the implant of the ICD system. Cause of death was requested and not received.

Manufacturer narrative:
Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.